Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. A visual inspection found the illuminator had a dirty fan, a scratch on the front panel, and a bad fuse. The illuminator was then installed into a test system and failed to power on the vision side cart (vsc) with error 48238/297 (communication error). This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the illuminator light went out and would not turn on. The customer had already checked the light guide seating, power cord, and communication cord connection as well as power cycled the illuminator unit. The illuminator would not respond when attempting to turn on the lamp. The system logs showed the illuminator communication error 48238. The technical service engineer (tse) recommended switching to an alternate light source, as quickest resolution. The customer connected their illuminator light guide into an alternate light source and continued with the case. The procedure was completing as planned with no reported injury. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The field service engineer (fse) replaced the illuminator (951183-04) and the illuminator to dual camera controller (doco) cable (371816-01) to resolve the reported issue. The system was tested and verified as ready for use. The affected part(s) involved with this complaint is a field scrap item and will not be returning to isi for further investigation. (371816-01)